Event description:
This 41 year old patient had bilateral breast augmentation in 1974. Due to painful contracture she had the right implant replaced in 1976. She has since developed in this past year fatigue, night sweats, arthralgias, dry eyes, vagina, skin and mouth. She also experiences numbenss and tingling in the chest region. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.